Manufacturer narrative:
Updates: d9: device available for evaluation updated to yes and returned date added. H3: device evaluated by manufacturer updated to yes investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (205.7-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. However, case details indicate that a timer was not used. Per the package insert, a timer is required when performing this test. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Updates: correction to b5: additional information obtained. False negative results on four patients. Three patients documented in this MDR. One patient documented in MDR 2027969-2021-00028 in correction to b6: additional information obtained. False negative results on four patients. Three patients documented in this MDR. One patient documented in MDR 2027969-2021-00028 in. Medications added. D4: UDI added. D10: medications added. E1: initial reporter information updated. H6: medical device problem code updated to 1225-false negative result. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (205.7-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2021: false negative results on the henry schein hcg combo cassette test kit when testing four different patients. There was no differentiating information for three of the patients. Confirmatory blood tests provided positive results for all three patients. Exact results unable to be provided. No adverse patient outcomes reported. Although further information was requested, no further information was able to be provided. The fourth patient is documented in MDR 2027969-2021-00028 in.

Manufacturer narrative:
Customer / distributor unwilling to return / unresponsive results pending investigation.

Event description:
(B)(6) 2021. False positive results on the henry schein hcg combo cassette test kit. No additional information able to be provided regarding number of patients affected or amount of false positive results. No adverse patient outcomes reported. Although further information was requested, no further information was able to be provided.